Event description:
Provider alleges consumer was hit by a truck while in a cross walk.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.